Event description:
Customer contacted beckman coulter inc. (Bci) regarding several incorrect cartridge chemistry results generated by the synchron lx20 pro analyzer.specific sample results were not provided. Low fliers were obtained for the incorrect results and were caught before the results were reported outside of the labratory.there was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc run before and after the event was ok.customer noticed the low results and bci hotline instructed the customer to inspect cartridge chemistry sample delivery systems. Customer discovered loose cartridge chemistry sample syringe tubing and tightened the tubing which resolved the issue.due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.